Manufacturer narrative:
Additional excluder devices involved: - pla320400/12592315, - plc201000/10910221, - rmt311415/10183912, - pxa280300/12229055, - pxc141000/12497696, - pxa320400/10283604. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in patients with pending rupture or ruptured aneurysms. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2014, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm and blood pressure measuring a reported 42 mmhg. A balloon catheter was advanced to the infrarenal aorta to gain control of the bleeding. The physician then advanced and implanted seven gore® excluder® aaa endoprostheses to treat the rupture. During the procedure, the gore devices were implanted without any issues. An angiographic run revealed the rupture was contained. However, a compartment syndrome due to excess blood was identified in the abdominal cavity. The physician performed a laparotomy to evacuate the excess blood and relieve the compartment syndrome. The patient then reportedly experience a marked decrease in blood pressure. According to the report, manipulation of the bowel and aorta during the laparotomy had caused a loss of tamponade effect, and movement of the excluder system. The physician elected to explant the excluder devices and surgically repair the vasculature. The patient tolerated the procedure.